Event description:
It was reported that this artificial urinary sphincter was not functioning as expected. Cystoscopy found that the cuff was not closing properly due to an inflation issue. The device was explanted and replaced. There were no patient complications.

Event description:
It was reported that the patient was complaining that the implanted artificial urinary sphincter was not functioning well. The physician performed a cystoscopy and observed that the device was not closing properly and had inflation issue. The device was replaced. There were no patient complications.